Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2002; d224trk crt-d, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped with no further information available. The lead was later reported to have disintegrated within the pocket and had become tangled and mangled. Once the physician found the proximal portion of the lead, which had grown into the patient's tissue, they pulled on the lead and it broke off at the subclavian vein insertion site. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.